Manufacturer narrative:
Treatment start date was not obtained. It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(4) 2013, a company representative reported the check button did not function correctly when trying to stop the download process. She also reported the infusion device display timed out too early and is slow to change to a new screen. The alkaline battery is new, and the battery cover is not loose. She pressed the menu button to turn the display on, and there was a 2-3 second delay. She inserted a new battery, and the infusion device started up correctly. She then pressed the buttons but there was no response. The display came on, and half of the display showed the stop sign and the other half showed the change cartridge screen. The infusion device started to randomly turn on and off, and there were lines going through the center of the display. The infusion device was not dropped. The infusion device was replaced and requested for evaluation. The patient did not experience any physiological effects or require treatment from healthcare professional or second party to address the issue.

Manufacturer narrative:
The infusion device was evaluated, and the complaint is verified. The display is electronically defective due to a temporary short circuit. Moisture entered the electronic compartment of the insulin pump and led to the malfunction of the display. It is not possible to further operate the pump as the lcd display is not fully legible. Due this defect, the check/menu buttons do not respond.